Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.